Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:the reported condition of failure code 810:04 was confirmed by the baxter repair technician. Inspection of the device revealed the cause of the failure was a defective ail pcb (air in line printed circuit board). The technician also found corrosion and moisture on the pump head module assembly, which was replaced. The device was tested and returned to service. A field corrective action has been initiated for the reported failure code.

Event description:
The facility reported an infusion pump with a failure code 810:04. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information available.